Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented to the clinic for a routine follow-up. Upon interrogation, the ICD exhibited non-sustained t-wave oversensing. No adverse consequences were reported.